Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe tip bent during use. The following information was provided by the initial reporter: "luer lock tip was bent. 10 ml ll syringe tip was bent. Product is contaminated with anti-cancer drug."

Manufacturer narrative:
H.6. Investigation: one photo was received by our quality team for evaluation. Upon visual inspection, it was observed that the syringe collar was deformed; therefore, the incident could be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The syringe molding process, assembly process and packaging process have been reviewed; no abnormality observed during the manufacturing run. The non-conformance could have occurred out of the manufacturing facility. As such we are unable to identify the root cause of this reported non-conformance.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe tip bent during use. The following information was provided by the initial reporter: "luer lock tip was bent. 10 ml ll syringe tip was bent. Product is contaminated with anti-cancer drug."